Manufacturer narrative:
The manufacturing records, in-process inspection records and shipping inspection records were investigated, but no occurrence of defects, non-conformances, or any numerical indicators suggesting such issue in the manufacturing process were found. It was confirmed that the relevant lot was in good condition at the time of shipping. Although it is presumed that the instrument was damaged due to the shape of the patient's root canal and repeated use of the product, the cause is unknown.

Event description:
On (B)(6) 2025, a patient presented with a complaint of tooth pain. Examination revealed caries in the upper right tooth no.6, and the patient was diagnosed with acute pulpitis. Under local anesthesia, root canal treatment was proposed. After anesthesia, during the process of opening the pulp chamber and canalizing the root canal, a file broke inside the root. X-rays confirmed the presence of broken file inside root and then an attempt was made to remove it. However, its removal proved difficult due to the depth of broken point. To alleviate the patient's pain, there was no choice but to extract the tooth.